Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The batteries were replaced to resolve the reported issue. Ge healthcare product engineering performed an investigation of this event. The device logs were reviewed noting power management board (pmb) communication errors and a "battery not connected" error. The pmb was tested with new batteries and found to be fully functional with no issues observed. The batteries were analyzed by a third party laboratory. The positive electrode showed corrosion, and cell 1 of the negative cast-on-strap was damaged, with the damage leading to near full loss of contact which is the likely cause of the high internal resistance and subsequent failure. Minor sulfation was also found in the negative electrode. The battery malfunction is confirmed as the root cause of the device shutdown.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. UDI# (B)(4). Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a failure to switch to battery when the ac power was lost during use. There was no report of patient injury.